Event description:
Cath. Was placed without complication but x ray showed tip location in v. Jugularis. When trying to change catheter position, 1/3 of the catheter got caught in the patient's arm/vessel. X ray showed that the cath. Was nicked and signs of thrombosis was shown. Patient was sent to angiography. When removing the catheter, 2 cm of the cath came loose and was left into the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.